Manufacturer narrative:
Physio-control performed a clinical evaluation on the reported event and determined that the device use did not contribute to the death of the patient.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
The follow-up medwatch report indicates: physio-control performed a clinical evaluation on the reported event and determined that the device use did not contribute to the death of the patient. The follow-up medwatch report should indicate: physio-control performed a clinical evaluation on the reported event and determined that the device use did not contribute to the death of the patient. Based on the electronic patient event record, it appears that the reported device message indicating that a defibrillation shock was not delivered, was caused by use error. The device user placed the device into sync mode which would require the device user to press and hold down the shock button in order to deliver a defibrillation shock. The sync mode also should not be used when the patient is in a ventricular tachycardia or ventricular fibrillation ECG rhythm. The patient was not in an appropriate ECG rhythm for the user to press and hold the shock button and subsequently, the user received the reported "shock not delivered" message.

Event description:
The customer reported that they were dispatched to an accident where the patient apparently ran off the road and hit a tree. This was a witnessed accident and the bystander, who was reported to be an air force flight medic, pulled the patient out of the car and began CPR. The customer arrived about 5 minutes after the call and connected their device to the patient for care. While in transit to the hospital, the patient received four (4) defibrillation shocks and while the device was charged for fifth shock, the device indicated ¿shock not delivered¿ when the shock button was pressed. The customer indicated that this occurred a second time as well. The customer then deployed a backup device within 30 seconds and continued care, shocking the patient two more times. Approximately 20 minutes after their arrival at the hospital, the patient was pronounced deceased. The customer indicated that the reported device issue did not contribute to the death of the patient.